Manufacturer narrative:
(B)(4).

Event description:
It was reported that two days post implant procedure, the right atrial lead exhibited loss of capture. Chest x-ray revealed the lead was dislodged. The physician elected to explant the lead and program the device to vvi mode on (B)(6) 2016. The patient did not experience any other issues or symptoms and would continue to be monitored.